Event description:
It was reported that pump generated cartridge alarms, including cartridge alarm 20, and caller experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, while technical support arranged shipment of replacement pump with updated software, confirmed pump was in warranty and shipping details, and instructed customer to place old pump in storage mode and return it within 10 days; customer was also advised to program pump settings and reconnect continuous glucose monitor on replacement pump, and customer understood and acknowledged these instructions.